Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station need all in one board and machine not working. A field service engineer (fse) verified power to the unit and drawers, powered down the system, removed the existing all in one (aio), and inspected the dock board with no issues found. A new aio 5 was installed, the system was reimaged from windows 7 to windows 10, and rss was installed. Functionality was restored, with the rn and technician successfully testing by refilling and removing medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station need all in one board and machine not working. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.